Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported that they had used too much force when opening the reagent bottle and it splashed into their mouth and onto their skin. The consumer stated that they were not experiencing any adverse reactions to the event. No additional information regarding treatment or outcome was provided.

Manufacturer narrative:
A product deficiency was not reported or identified. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any medical advice is needed. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. A supplemental report will be provided if any additional is obtained.